Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead dislodged. Another rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead dislodged. Another rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Electrical continuity testing passed indicating conductors are intact. Visual inspection revealed no abnormalities except typical induced damage associated with surgery. The dislodgement allegation was not confirmed.